Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, battery tube threads, minor scratches on the display window and cracked case near display window corners noted during visual inspection. All of the buttons function properly. However, moisture damage was noted on keypad traces.

Event description:
It was reported that the esc button on the insulin pump was not responding. No additional information was provided.